Event description:
It was reported that the patient should be 20 minutes from completing rewarm, but patient temperature (pt) was still only 36.3c (esophageal to arctic sun device, bedside with bladder correlating at 36.4c). Water temperature (wt) was 35.5c, flow rate (fr) was 3.6lpm, patient was 125kg with large pads and universal in place. Rewarm tab reads from 36.9c, rate 0.25c/hour, to 37c. Bair hugger and warm blankets in use. Explained device was trying to get patient to target and should investigate patient related factors. Per phone follow-up on (B)(6) 2024 for additional information. Nurse stated that the initial reporter was not available and had minimal information regarding the event. They stated that therapy was completed on the patient without any impact. They could not provide identifying information on the patient. They turned the heater on the vent on. This resolved the issues.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient should be 20 minutes from completing rewarm, but patient temperature (pt) was still only 36.3c (esophageal to arctic sun device, bedside with bladder correlating at 36.4c). Water temperature (wt) was 35.5c, flow rate (fr) was 3.6lpm, patient was 125kg with large pads and universal in place. Rewarm tab reads from 36.9c, rate 0.25c/hour, to 37c. Bair hugger and warm blankets in use. Explained device was trying to get patient to target and should investigate patient related factors.